Manufacturer narrative:
Initial.

Event description:
It was reported that while working at a construction site the user struck the pump against a wall, the cartridge fractured, and insulin delivery was interrupted until the user removed glass pieces, replaced the cartridge and reconnected, after which insulin delivery resumed. The user experienced hyperglycemia with a highest continuous glucose monitor (cgm) reading of 325 and used a teflon infusion set on the abdomen with a dexcom g7 cgm. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the reservoir component resulting in interrupted insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.